Manufacturer narrative:
A visual examination of the returned device found no visible issues with and without microscope verification. Functionally, the optiflo needle was able to be extended and retracted without issue. No functional issues were observed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter was to be used during varicose vein surgery within the stomach performed on (B)(6) 2012. According to the complainant, while preparing for the case, the injection needle was not able to be completely retracted. The physician attempted to retract the needle several times without success. No damage was noted to the device or its packaging. The procedure was completed using another optiflo hemostasis catheter. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter was to be used during varicose vein surgery within the stomach performed on (B)(6) 2012. According to the complainant, while preparing for the case, the injection needle was not able to be completely retracted. The physician attempted to retract the needle several times without success. No damage was noted to the device or its packaging. The procedure was completed using another optiflo hemostasis catheter. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.